Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of unspecified infection, pseudoaneurysm, perforation of vessels and medication are listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported this was a venotomy closure of three punctures in the right common femoral vein (cfv) using the pre-close technique via an 8f, 8f and 6f sheath holes (proximal to distal) prior to an atrial fibrillation (af) ablation procedure. The suture of one prostyle device was successfully pre-placed at each of the three venous punctures. The proximal and mid puncture sheaths were upsized to 8.5f while the distal puncture sheath remained 6f. The af ablation procedure was completed. Reportedly post af ablation closure, following successful closure of the three venous punctures with prostyle, a pseudoaneurysm and infection were noted. The vascular surgeon confirmed that only the proximal prostyle device was involved. The proximal prostyle device punctured through an arterial medial branch and cfv. It was the puncture needle that caused trauma to the arterial system and caused the pseudoaneurysm. The punctured arterial medial branch and cfv were both treated via surgical suturing. The vascular surgeon does not believe the infection was due to prostyle devices that were placed. It was more a patient hygiene factor post procedure. An antibiotic was given to the patient for the infection. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.